Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the multiple intermittent occlusions occurred. Customer's blood glucose (bg) level was 600 mg/dl, and customer had moderate to large ketones. Reportedly, ketone levels were deemed life threatening. Customer addressed bg levels with insulin injections and water. Contact declined troubleshooting with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.